Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "feel tired and eyes blurry". The pt reported that the pt was unable to test on the meter. The meter allegedly was prompting "redo check" and "clean test area". There was no result obtained on the pt's meter. The result from the pharmacy meter was 84 (units not specified). There was no comparison between the pt's meter and any other device. There was no treatment.